Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, customer noticed the vacuum was very slow, causing the samples to coagulate or not to reach an optimal capacity. No patient impact reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information date received by manufacturer: 21-apr-2025. The MDR submitted with MFR report #: 1024879-2025-00374 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, customer noticed the vacuum was very slow, causing the samples to coagulate or not to reach an optimal capacity. No patient impact reported.